Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - 09/26/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, there is a discrepancy between medical records for doi. The medical record doi: (B)(6) 2007 was used for this complaint. Part/lot numbers provided for sleeve/stem. The revision surgery notes reported a pseudocyst, large osteolytic defect superiorly, metal debris.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised for a large cyst. Update rec'd 12/11/15- litigation received. The litigation alleges the patient suffers from pain, swelling of legs, elevated ion levels, and clicking and grinding of device. The stem and sleeve have been added for the elevated ion levels. The complaint was updated on dec 15, 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref.(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.